Manufacturer narrative:
Additional annex e codes: generalized disorders e23: pain e2330: chest pain e233001. Generalized disorders e23: pain e2330: headache e0116. Nervous system e01: numbness e0127. Generalized disorders e23: low blood pressure/hypotension e2321. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted on (B)(6) 2025 for 3 syncopal episodes in the span of 3 weeks. Midodrine was increased while inpatient and was weaned off prior to discharge. A head computed tomography scan was negative. Left ventricular assist device (lvad) log files with no abnormal findings. Transthoracic echocardiogram during admission showed ejection fraction of 20-25%, right ventricle, left atrium, and right atrium were all mildly dilated, mild to moderate aortic insufficiency, with no opening of valve. There was also mitral regurgitation seen. Per heart failure cardiologist they suspected "the combination of their right ventricle dysfunction and moderate continuous aortic insufficiency may be contributory to these episodes." Log files were not available. The physician suspected that the combination of their right ventricle dysfunction and moderate continuous aortic insufficiency may been contributory to these episodes. The patient had right ventricle dilation noted on records from a transthoracic echocardiogram on (B)(6) 2024. It was not reported that the right ventricular dysfunction was related to the device. The patient reported having increased dyspnea, chest discomfort, and lightheadedness with minimal exertion, palpitations and left arm numbness. The right ventricular failure was not treated. Symptoms were investigated via lvad optimization study. Midodrine was ordered for orthostatic hypotension; midrodrine was weaned and discontinued prior to discharge with resolve in blood pressure and symptoms. Head computed tomography scan was negative. The event resolved and the patient was discharged on (B)(6) 2025.

Manufacturer narrative:
This per was determined to be supplemental information, and the investigation findings will be submitted under MFR #: 2916596-2025-00754.